Manufacturer narrative:
Questions were sent to the author of the article. He replied that the information requested was not easily accessible and that he would not be sending any information. The study concluded that (B)(6) is technically feasible and may offer an alternative to open surgery for complex aortoiliac occlusive disease. Associated file: 1219977-2017-00008.

Event description:
Received an article titled: initial experience with covered endovascular reconstruction of the aortic bifurcation in conjunction with chimney grafts published in the journal of endovascular therapy, 24(1), 19-24. The article discussed the feasibility of the covered endovascular repair of the aortic bifurcation (cerab) technique in conjunction with chimney grafts in aortic side branches for complex aortoiliac occlusive disease. Per the article, procedural complications included adverse events associated with the procedure and follow up.